Event description:
Per biotronik rep, this lead became dislodged. Per the oos this lead was replaced with another setrox s 45. There are no adverse events reported for this pt. This lead was not returned.